Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient may require a revision procedure of a maxim system due to unknown reasons. However, no revision has been reported to date.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as the device was not related to the revision. Patient had a prior tibia fracture that did not heal properly.